Event description:
The manufacturer received information alleging the ventilator's screen will not display correctly. There was no harm or injury reported. The ventilator was found to be infested with insects and will be returned to the customer unrepaired per the manufacturer's protocol.